Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. The lead integrity alert (lia) triggered. Two patient alerts for lead failure predictor occurred on (B)(6) 2012. Oversensing occurred, with 14-ventricular non-sustained tachycardia episodes of less than or equal to 210 milliseconds between (B)(6) 2012. (B)(4).

Event description:
It was reported that a lead integrity alert (lia) triggered. There was noise on the atrial channel and oversensing on the ventricular channel. It was suspected that the source of noise was external. It was also reported that the device was at end of service (eos)and did not meet expected longevity. The device was explanted and replaced. No patient complications have been reported as a result of this event.